Event description:
A patient reported experiencing inaccurate erratic results with a lfs meter. The patient's blood glucose results were 359, 169 mg/dl. Tests were done within 10 minutes with a difference of 64%. Patient did not experience any adverse events.